Event description:
When attempting to advance a vascutrak balloon over a wire, the balloon became stuck. The balloon was pulled out and the core of the balloon became frayed. When the wire was removed from the body, there was no appearent problem with the wire.